Event description:
As reported, during a laparoscopic inguinal hernia repair with tep procedure, the surgeon tried to fixate a ventralight st mesh using the sorbafix fixation device. It was reported that some fastener successfully fixated the mesh but most of the fastener didn't fixate. It was also reported that loose fastener was left in the patient body. Surgeon dry-fired the device to check if the problem re-occurred. The procedure was completed with the fasteners which were fixated and also a non-bard/davol device was used.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2022. Addendum: this is an addendum to the initial MDR submitted, to document the sample evaluation results. Sample evaluation found the device functioned as intended. The device was found to successfully deploy all twelve remaining fasteners during a simulated use test. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a laparoscopic inguinal hernia repair with tep procedure, the surgeon tried to fixate a ventralight st mesh using the sorbafix fixation device. It was reported that some fastener successfully fixated the mesh but most of the fastener didn't fixate. It was also reported that loose fastener was left in the patient body. Surgeon dry-fired the device to check if the problem re-occurred. The procedure was completed with the fasteners which were fixated and also a non-bard/davol device was used.